Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding an endoscope used for spinal therapy. It was reported that the endoscope was used first time in the operation after repair, black spots occurred on the image during the operation, and interfered with the surgical field. Lens cleaning was performed repeatedly during the operation, but the black spots did not disappear. There was no reproducibility when checking the product after the operation. There was no reproducibility even though the product was checked with the intraoperative recorded video. It was suspected that the connection was dirty, but it seemed that there was no relationship between the dirty and black spots. The small dust inside the lens seemed to be moving, so it was asked to repair the product again. The product came in contact with patient. There were no patient symptoms or complications as a result of this event. There was no in-patient hospitalization or prolongation of existing hospitalization necessary. There was no treatment or additional surgery performed as a result of this event.

Manufacturer narrative:
Product analysis: part #9560100 lot# 1497144 analysis from the service report confirmed that no abnormality was found on the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.